Event description:
It was reported via a call report from the sales rep (sr) at teleflex, (B)(4) to the clinical support specialist (css) that the css was told by the sr that he needed add'l troubleshooting for a "wide inflation" and occasional he loss alarms. The sr stated that "all attempts have been made regarding pt's positioning and no external kinks identifiable." The sr then stated that "going to 1:2 does correct the problem, but they do not want to cut the assist by so much." They are using a 30cc intra-aortic balloon (iab) and they have also decreased the volume down to 20cc, but this did not correct the situation. The sr told the cs that "they are sure there is no actual leak present." The sr stated that he told the md that "the pt's anatomy was something we could not correct." The css explained to the sr that these are the things that she would recommend doing and it sounds as if staying in 1:2 or attempting another insertion are the only options left. The sr stated that he understood.

Manufacturer narrative:
(B)(4). Add'l info received on (B)(4) 2011 from the sr stated "the iab was removed at the end of the procedure. The iab was not replaced. The iab therapy was used during coronary angioplasty. We heard the noise all the time, but pump still assisted the pt." The pt outcome is "very good, the angioplasty was a success." Device will not be returned for eval.